Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol), when lens was loaded into the cartridge it looked fine, when implanted the lens it came out with a scratch cross-over iol. He believes that is has something to do with the cartridge. The same happened with the next case. Booth iol had to be explanted. Unfortunately and by mistake have they thrown the cartridge box, so no lot is available. No harm to the two patients and no medical/surgical intervention required, but the surgery took around 5 min longer and completed on the same day was completed on the same day by using back up lens. There are two medical device reports associated with this event. This report is two of two.

Manufacturer narrative:
The used company cartridge was not returned for analysis. Only the lens was returned loose in a plastic bag with the lens case lid. Blood and solution were dried on the lens. The optic was cut from one edge to the center of the lens. The cut optic had cracks extending from the cut damaged area. The observed damage is typical of insertion and removal. A linear strip of material was observed on one optic portion. The material was isolated between glass slides and sent for identification testing. Lab testing: the sample was visually and microscopically examined. Microscopic examination shows a clear material 1.3mm in length. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated spectra to a library of spectra found the best match to be company cartridge material. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. It cannot be determined if the observed material may have been interpreted as the reported scratch or if the scratch was obscured by the cut across the center of the optic. Based on the iol evaluation and the lab testing results, the reported scratch may have been the observed material. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated spectra to a library of spectra found the best match to be company cartridge material. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample for damage. The IFU(instructions for use) instructs to completely fill the cartridge with ovd(ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).